Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
Material no. 320119. Batch no. 8045547. It was reported that during use of the bd ultra fine¿ pen needle nothing comes out of the pen needle during the priming of 2 pen needles. It was also reported that he noticed the pen needle bent during his injection after feeling pain. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle during the priming. Occurrence- 2; also reported he noticed pen being bent on his shoulder after feeling a little pain. Occurence-5; he does do priming, he also visually tests the needle on both end to see if its straight. He does not screw the pen needle tightly to the pen. He does rotate skin site for his injection.

Manufacturer narrative:
H.6. Investigation: customer returned four (4) used 31g x 5mm bd pen needles, and four pen injectors. Consumer reported nothing comes out of the pen needle during the priming; also reported he noticed pen being bent on his shoulder after feeling a little pain. All four returned pen needles were examined, and it was observed that all four had bent patient end (pe) cannulas, however, no evidence of manufacturing defects were observed. Despite the pe cannulas being bent, all four samples were able to be tested for flow using a test pen injector, and all four pen needles were able to expel properly. Since all four samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannulas is user error when handling the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (clog) the possible root cause for this issue (bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Root cause cannot be determined at this time as the issue (clog) is unconfirmed. H3 other text : see h.10

Event description:
Material no. 320119 batch no. 8045547 it was reported that during use of the bd ultra fine¿ pen needle nothing comes out of the pen needle during the priming of 2 pen needles. It was also reported that he noticed the pen needle bent during his injection after feeling pain. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle during the priming. Occurrence- 2; also reported he noticed pen being bent on his shoulder after feeling a little pain. Occurence-5; he does do priming, he also visually tests the needle on both end to see if its straight. He does not screw the pen needle tightly to the pen. He does rotate skin site for his injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 320119, batch no. 8045547. It was reported that during use of the bd ultra fine¿ pen needle nothing comes out of the pen needle during the priming of 2 pen needles. It was also reported that he noticed the pen needle bent during his injection after feeling pain. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle during the priming. Occurrence- 2; also reported he noticed pen being bent on his shoulder after feeling a little pain. Occurence-5; he does do priming, he also visually tests the needle on both end to see if its straight. He does not screw the pen needle tightly to the pen. He does rotate skin site for his injection.